Event description:
Additional information was received indicating the device was re-interrogated some weeks after the issue had occurred and the event was resolved.

Event description:
During an in clinic follow up, upon interrogation it was noted there was a diagnostic issue and the ecgs were missing. Additionally, there were episodes of mode switching but it was unknown if the mode switching was appropriate or not due to the missing ecgs. Technical support was contacted and recommended and additional in clinic follow up for further investigation. No further intervention has been performed. The patient was stable and will continue to be monitored.